Event description:
Traditional 2 stage.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our prod. We visited the dentist on the 28th of august, but was unable to obtain further info. See scanned pages.